Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 0.6 mg/day) via an implanted pump. It was reported that the pump position was uncomfortable for the patient. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A pump pocket revision was performed. The pump was moved a few inches medially. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.